Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a patient sample for accutni and obtained a result of 41.29ng/ml which upon repeat gave a result of 0.02ng/ml. When tested on a different instrument, this sample gave a result of 0.00ng/ml. The erroneous result was reported outside of the laboratory. Customer did not report any injury or change in patient treatment associated with this event.

Manufacturer narrative:
Sample was collected in a lihep tube and centrifuged for 8-10 minutes at 3500 rpm. Qc was run before and after the event. A system check run in 2009 was within specifications. A field service engineer (fse) was on site a week later, for this event: (a) fse cleaned the wash carousel, inspected and replaced bent reaction vessel holders and performed incubator belt alignments. (B) fse performed system check, diagnostic testing and precision testing. All testing was within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.